Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received an occlusion alarm. The customer's blood glucose (bg) level was 400 mg/dl and an insulin injection was used to address the bg level. Tandem technical support had the customer perform a system check and the occlusion appeared to be within the cartridge. Cts recommended to the customer to change all of the pump supplies and to use insulin from another vial. The customer acknowledged.